Manufacturer narrative:
This report or other information submitted by joerns healthcare under 21 cfr part 803, and release by FDA of that report information, does not reflect a conclusion or admission by joerns healthcare , its employees, its contract service firms, or their employees, finished device suppliers, or their employees caused or contributed to the reportable event.

Event description:
It was reported to the manufacturer, by the end user, per the end user, that patient slid out of the sling while being raised in the air and bumped her head. The sling that was used with this lift is the 70012 - u sling with head support. Per (B)(6), the spreader bar is a bad design and the loops are too far apart. It is very bulky and dangerous. He stated that he has not had this problem with any other hoyer lift. Complaint #(B)(4) were entered into our system to have the products returned for investigation. As of this writing, the products have not been returned.